Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the event and was treated with ceftazidime (1g, intraperitoneal, for one day, discontinued, frequency was not reported) as prophylactic treatment for peritonitis. One day after the event onset, the patient was treated with cefazolin (1g, intravenous, for one day, discontinued, frequency was not reported) as prophylactic treatment for peritonitis. Two days after the event onset, the patient was treated with meropenem (1g, intravenous, for three days, discontinued, frequency was not reported) for peritonitis. Three days after the event onset, the patient was treated with tobramycin (60mg, intraperitoneal, for five days, discontinued, frequency was not reported) for peritonitis. Nine days after the event onset, the patient was treated with tobramycin (50mg, intraperitoneal, for six days, discontinued and frequency was not reported) for peritonitis. Seventeen days after the event onset, the patient was treated with tobramycin (40mg, intraperitoneal, for seven days, discontinued, frequency was not reported) for peritonitis. It was reported that the patient was discharged from the hospital nine days after hospital admission. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.